Event description:
Customer reported visiting the emergency room and being admitted to the intensive care unit due to a diabetes-related issue. During the incident, blood glucose (bg) levels were reported to be greater than 432 mg/dl. Prior to going to the hospital, the customer administered a manual insulin injection in attempt to resolved bgs. While in the hospital, the customer was treated with manual insulin injections. The cause of the high bg was unknown. There could not observe any issues with the pump system as it was functioning as intended. No permanent damage was reported. The customer was released from the hospital on the following day with the reported issue resolved.